Event description:
Customer called on (B)(6) 2011 reporting that she was unable to calibrate k on a unicel dxc 600 synchron system. Customer reported that calibration with k was failing due to range and span. Customer noted noticing that the eic cup was overflowing when she opened the cover. Customer stated that the issue started with cl calibration failure but this issue was resolved by replacing the cl electrode. No erroneous results were generated during the event. Field service engineer (fse) was dispatched on (B)(6) 2011 and found that the electrolytes injection cup (eic) drain valve seal was clogged and cracked. Fse proceeded to replace it with a new valve and k tip and issue was resolved.

Manufacturer narrative:
Evaluation results: fse replaced k tip. Bec identifier for this report is (B)(4).